Event description:
The device was used during a bullectomy. Reportedly, when fired the second time, the device would not fire and the lock activated. Another device was used to finish the procedure. No pt injury was reported.